Event description:
I had severe stress urinary incontinence. Dr did a vaginal hysterectomy, a & p repair and used a solyx sling to support the urethra. Within one week after my surgery, I was more incontinent than before surgery.